Manufacturer narrative:
The product was returned and the analysis was completed. During the procedure, resistance/friction occurred with the smart control stent after it was delivered. The target lesion was located in the common iliac artery and was described as 90% stenosed with heavy calcification and was mildly tortuous. The smart control stent was deployed after pre-dilation with an unknown balloon catheter. Resistance/friction occurred and it felt like it was "caught on something when attempted to remove the stent delivery system (sds) from the patient". The 6fr guiding catheter was carefully advanced and the sds was withdrawn into the catheter. The device was removed from the patient and the procedure was completed without any other problems. There was no reported patient injury. One non sterile smart control 10x60 was received inside a plastic bag. Kink at 1.5 cm from ID band was found. However, this kink is related to the package used to return the unit. Also kinks at 36.5 cm and 37.5cm were found. No more anomalies were observed in the unit. The od from the outer body was measured and was found within specification. Review of lot 15111554 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The resistance/friction reported by the customer could not be confirmed during analysis. The cause of these kinks found on the smart control catheter body could not be determined. Controls are in place to prevent this type of failure from leaving the facility, refer to manufacturing work instruction 10182201 rev 22. No corrective action will be taken at this time, since the cause of the failures does not appear to be manufacturing related. Without films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by device and/or vessel interaction and is not related to a product quality issue.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15111554 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 2 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No nonconformance records were issued for this lot. No excursions were found for lot 15111554. Outer member subassembly lot 15105399 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. 15 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint.

Event description:
During the procedure, resistance/friction occurred with the smart control stent after it was delivered. The target lesion was located in the common iliac artery. The lesion was described as 90% stenosed with heavy calcification. The reference vessel was mildly tortuous. The approach was made from the inguinal region with a 6fr ansel guiding catheter. The smart control stent was delivered and the stent was placed in the lesion after pre-dilation with an unknown balloon catheter. Resistance/friction occurred and it felt like it was "caught on something when attempted to remove the stent delivery system (sds) from the patient". The 6fr guiding catheter was carefully advanced and the sds was withdrawn into the catheter. The device was removed from the patient and the procedure was completed without any other problems. There was no adverse event to the patient and the patient was in stable condition. The product will be returned for analysis. When the sds was attempted to be removed from the patient, friction/resistance occurred and the distal end of the sds was seemed to be caught on something. The 6f ansel guiding sheath was carefully advanced and withdrew the sds inside the guiding sheath and then removed from the patient. Radifocus guidewire (terumo) was used in the procedure.